Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a second device, a 9300tfx 23mm, was implanted into an existing aortic pericardial valve in the aortic position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was ten (10) years and twenty-seven (27) days. Through follow up with the health care provider, it was learned this patient was diagnosed with severe prosthetic valve aortic stenosis, congestive heart failure and chronic kidney disease. The patient had severe calcification and critical stenosis with a 60 to 70 mmhg mean gradient across the valve. Post implant of the 9300tfx, tee showed a mean gradient of 1 - 3 mmhg and max gradient of 10mmhg by direct catheter measurement. She was then returned stable to the ICU. Both devices remain implanted.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The clinical assessment per the health care provider indicated this device was calcified leading to stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Review of this patient's medical records suggest multiple contributing factors towards calcification and stenosis of this device. This patient's medical history and comorbidities include prior history of valve stenosis, htn, hld, and dm ii. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.